Manufacturer narrative:
Review of the provided image is consistent with the alleged complaint of the tip of the harmonic ace curved shears insert broke after 10 to 15 minutes of use and fell into the patient. A review of the submitted photograph was performed by the intuitive surgical, inc. (Isi) quality investigations engineer (qie). The qie identified the instrument blade is broken which is consistent with the reported problem. The broken instrument blade is part of the harmonic insert and is most likely a result of accidental contact with a hard object during use. Isi received the harmonic ace curved shears instrument insert involved with this complaint and completed the device evaluation. Failure analysis failure analysis investigations confirmed the customer reported complaint. The insert was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.38 inch x 0.10 inch was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace curved shears insert broke after 10 to 15 minutes of use and fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The instrument was inspected prior to use with no damages noted. No interoperative instrument collisions occurred. The instrument was in use for approximately 15-20 minutes when one fragment fell under vision and was confirmed to be retrieved by a laparoscopic instrument by the first assist. No additional surgical procedures or post-operative tests were performed and no injury was reported.